Manufacturer narrative:
All of the buttons functioned properly; however, found corroded keypad traces. No ramping numbers noted. No button error alarm noted. The insulin pump was monitored for 24 hours and no low battery alert noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and the buttons are not responding. The customer changed the battery and when changing the time/date, the numbers kept ramping by themselves. Father also stated that the battery life has been shortened. Blood glucose value was 265 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.